Event description:
Revision surgery of c5/c6 arthroplasty to repair cervical spinal fluid leak.

Manufacturer narrative:
(B)(4). Revision surgery to remove satisfactorily placed arthroplasty in order to remove previously placed gelfoam over an arachnoidal bleb in the ventral dura. Gentle cautery was applied to shrink the bleb which was re-covered with gelfoam fitted along the dura behind the disc space and tucked beneath both endplates with tisseel applied. Another arthroplasty device of the same size was implanted.